Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary most cubie pockets were not appearing on the cubie map. In 4_east_aux drawer 1.1, although there were 15 populated 1×2 cubies, only 7 were visible on the cubie map. Additionally, in 4_east_main drawer 3.2, three different 1×1 cubies have repeatedly failed and required removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) identified that auxiliary drawers 1.1, 1.2, 6.1, and 6.2 were displaying row board errors. The fse reseated the row board cables and retractor bands on all drawers. The drawers were tested in diagnostics, and any debris found under the pockets was removed. All drawers tested successfully following these actions. The customer was able to access medications without any issues, and all systems tested good. The system functioned as intended after the field service engineer repaired the device.